Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the manufactured date of the device, the subject device was produced prior to the design countermeasures implemented for this issue. Consequently, the power switch failure was a result of too much operating force applied to the power switch, causing it to fatigue and ultimately fail. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received noting that there was no adverse reaction, no patient impact, and that the initial reporter's title is biomedical engineer.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The main power switch was stuck in the 'on' position. The unit is currently equipped with the old version power switch, and it is recommended that the new version be installed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power switch on the evis exera iii video system center was stuck. Additional details relating to the patient, event, and initial reporter have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.